Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a chapped, open and blistered skin irrigation under the front therapy pad of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician advised removal of the lifevest due to the skin irritation. Outcome of skin irritation is unknown.